Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's wife called to report that the insulin pump alarmed off no power. Customer's wife stated that the insulin pump is not delivering properly. Customer's wife reported that the customer is experiencing high blood glucose levels. Customer's blood glucose reading was 500+ mg/dl. Reviewed the alarm history with the customer and found that an off no power and low battery had occurred earlier, but, because the customer can not read he didn't realize that the pump had stopped delivering insulin. Therefore, customer had no insulin since that morning which caused his high blood glucose levels. Customer installed new batteries into the pump. Product is not being returned or replaced.